Event description:
It was reported that the superion indirect decompression system implant patient was informed by a neurosurgeon that the vertiflex implant at the vertebral level of l4-5 of the spine had moved into a dangerous position and would require surgery to repair the extensive damage that had occurred. A computed tomography scan (CT) of the lumbar spine was reviewed as well as x-ray imaging of the pelvis was performed by another physician and revealed that the vertiflex implant appeared to be in an appropriate position between the spinous processes of l4-5. Outside of some low back pain and mild foraminal stenosis at l4-5 there were no other significant degenerative changes identified on most recent imaging of the lumbar spine.